Event description:
Patient contacted (B)(4) to initiate claim. Bilateral patient reported revision surgery. Reason for revision is unknown. No further information is available at this time. Update: 1/31/2011 - litigation papers were received and allege that revision surgery on the right hip was performed due to metallosis. Doi: (B)(6) 2008 (right side). The femoral head was added to the complaint. The left hip has not yet been revised but it is alleged that it continues to be painful. Update: (B)(6) 2012 - the sales rep has reported the revision surgery for the left side. Patient was revised due to pain.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.